Manufacturer narrative:
The technician found the cause to be the sensor strips being damaged. The technician replaced the bed exit tape switch to resolve the issue.

Event description:
The technician alleged the bed exit is not alarming when set. No pt impact.